Event description:
It was reported that the atrial lead could not be inserted into the atrial port of the pulse generator even with the use of silicone oil. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation adjacent to the small sealing rings was measured to be out of specification.